Event description:
It was reported that seventeen tracheostomies were not inflating symmetrically when tested. One of the issues was found while in use. The rest of the issues were found during pre testing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Seventeen samples were received for evaluation. Visual and functional testing were performed. Visual inspection found they were without their original packaging and with the certificates of safe handling. Functional testing found all units were within specification during symmetry testing. When the samples were inflated with air, the cuffs inflated completely. The root cause of the issue could not be determined. No actions were taken since the complaint was not confirmed. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.